Manufacturer narrative:
Qingbo huang "robotic retrohepatic inferior vena cava thrombectomy using the caudate lobectomy technique: indications and initial outcomes. Minerva urology and nephrology" volume 77, number 4, august 2025, pp. 490¿499. Doi: 10.23736/s2724-6051.25.06427-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the safety and feasibility of robot-assisted inferior vena cava (ivc) thrombectomy using the caudate lobectomy technique in complex cases of level ii¿iii ivc tumor thrombus. Sixteen patients underwent the procedure with caudate lobectomy between january 2021 and november 2023, while thirty-two underwent the same procedure without caudate lobectomy. During the operation, an endo gia was utilized to staple and transect the left renal vein and caudal ivc or the right renal vein and cephalic ivc, facilitating removal of the thrombus and tumor en bloc. The addition of caudate lobectomy improved ivc exposure, reduced liver mobilization time, intraoperative bleeding, and transfusion requirements, and lowered postoperative complications compared to the control group. Intraoperative bleeding occurred in several cases, requiring blood transfusions, and conversion to open surgery was necessary in some patients due to bleeding. A total of thirty-six patients were transferred to the intensive care unit postoperatively. No significant differences in liver and kidney function or short-term survival were observed between groups, indicating that the procedure was safe, feasible, and associated with favorable perioperative outcomes. Peng, c., song, j., zhao, g., gu, l., liu, k., jia, z., jiao, q., cao, b., chen, y., li, z., chen, x., xu, q., xu, l., shi, c., wang, b., zhang, x., ma, x., and huang, q. Robotic retrohepatic inferior vena cava thrombectomy using the caudate lobectomy technique: indications and initial outcomes. Minerva urology and nephrology, volume 77, number 4, august 2025, pp. 490¿499. Doi: 10.23736/s2724-6051.25.06427-4.